Event description:
Voluntary medwatch received from user facility reporting an overdelivery of morphine sulfate. The report states: "pt with malignant lymphoma and questionable ovarian cancer started on ms 100mg in 100ml, dose: 1.5mg, lockout interval: 8min, 4hr limit: 56mg on pca pump at 1:00pm on 4/2/00. At 2:30am on 4/3/00, pt noted to be more sedate and slow to respond but arousable by voice. Pt had received 33mg mso4 between 9:00pm and 2:30am. Pt had not pushed pump button. Rn found pca button not working, was unable to get history or turn off pump. Pump dc'd and pt received narcan 0.4mg x2. Pt responded and returned to usual level of orientation." The customer was contacted. The customer contact could offer no add'l info related to the reported event. The user facility submitted a voluntary medwatch reporting the pump only, despite the user facility biomedical dept confirming that the bolus cord only malfunctioned and the pump performed within specs on all testing parameters. Therefore, the event is reported on the bolus cord with the pump included as concomitant medical product.